Manufacturer narrative:
The reported issue was confirmed by the picture that the user facility representative sent to zyno medical on (B)(6) 2018. No affected administration set was sent back due to the use of chemo drug. A quality alert is being sent to the contract manufacturer. The supplier for IV sets for this user site was notified and sets from a different manufacturer will be supplied to the user facility.

Event description:
The distributor reported an filter leaking issue of the administration set to zyno medical on (B)(6) 2018: "sometimes the tubing leaks. And, it's very hard to prime the tubing because it bubbles so much". The distributor also forwarded a picture taken by the user facility that "the tubing was leaking right under my thumb on the top part of the tubing". Zyno medical was able to follow-up with the representative at the user facility on (B)(6) 2018 and obtained the following response: "the tubing is very hard to prime. Even when it's just saline going through the line. It bubbles so much we waste a good bit of saline. The connective part where the luer lock goes into the y- site comes apart and sometimes it will not disconnect. We had a patient getting ready to receive their doxorubicin and the tubing right below the chamber was leaking. This drug is a can cause serious harm to the skin. We noticed these problems when we received the new tubing manufactured from china. The ref# (B)(4), lot # 1601009". The user facility representative confirmed that no patient harm occurred: "we found the problems before it ever got to the pt". The user facility representative reported that the affected set would be returned: "I don't think I will need to send the tubing in for inspection because one of them has chemo in it and the other one we primed all the bubbles out of it so, I don't think either of these will help". The exact event date was not provided by the representative. The contract manufacturer of this affected set is podo xingda (tianjin) medical co. Ltd.